Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a voltage of 2.81 in january 2006 and recently exhibited 2.58 volts. A memory dump was sent in for analysis of the premature battery depletion condition. The memory dump was analyzed and the cause of the premature battery depletion could not be confirmed; however the device was clearly not meeting longevity expectations. No adverse patient symptoms were reported. Subsequently, guidant received information that this device was explanted and replaced without incident.